Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. This report is for 6 unknown cortical screws - part # 204.8xx (the length and sizes of screws are unknown) cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review not available to report at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient healed and contacted the hospital to have the hardware removed. On (B)(6) 2018, a 3.5 mm lc-dcp plate and 6 cortical screws were removed successfully. Reason for removal of hardware was due to the patient presenting with a slight prominence of the implants. Revision surgery was completed successfully with no delay. No fragments were generated during the procedure. The patient is reported in stable condition. This report is for two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient height reported as 5¿2¿. Additional patient identifier: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: initial reporter telephone and email. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.